Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device associated with this complaint was not returned for investigation. Follow up communication for product return was unsuccessful. A complaint database search was conducted on the provided product code. Previous corrective action has been taken, however, without the sample returned for examination the investigation is inconclusive. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated.

Event description:
Plastic piece on handle broke.